Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced high blood glucose. Customer stated it was due to site issues; she had a bent cannula. She thinks it may had happened during her sleep but also she tugged on the set earlier while in the restroom. Customer also stated that her sensor has reading about 150 mg/dl but she over 407 mg/dl. Nothing further reported.